Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the pt reported they had their previous implanted neurostimulator (ins) replaced 5 days prior due to the device shocking him.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reported they are getting shocked and spasm from the nerve stimulator. Confirmed patient did not have a fall or trauma. Patient said they turned off the ins since a month or two ago and they are still getting shocked. Patient asked what they should be doing about the shocking. Patient stated they did not have a healthcare provider (hcp) in the area. Agent emailed and mailed physician listing to patient. Agent recommend patient consult with hcp office regarding shocking. The patient was redirected to their healthcare provider to further address the issue.